Manufacturer narrative:
A supplemental MDR is being submitted for reference to manufacturer reports related to this case. The section of this report has been updated h10 (narrative/data). This report is one of five manufacturer reports being reported for this case. Please reference related mfg. Report numbers: 2015691-2021-01695, 2015691-2021-01702, 2015691-2021-01704 and 2015691-2021-01724.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to the literature review, and as documented and written by edwards lifesciences in technical summary clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. In addition, there is insufficient information to determine the cause of the reported conduction disorders requiring a permanent pacemaker. The cause of the conduction disorders are unknown; however, patient factors not provided and/or the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: transcatheter aortic valve replacement with balloon-expandable valves: comparison of sapien 3 ultra versus sapien 3; t rheude, c pellegrini, j lutz - cardiovascular, 2020 - jacc.org.

Event description:
A single-center study was published in a european journal article, transcatheter aortic valve replacement with balloon-expandable valves, comparison of sapien 3 ultra versus sapien 3. The study was from january 2014 and january 2020 and included a total of 1,328 consecutive patients with severe aortic stenosis or degenerated bioprosthetic aortic valves undergoing tavr using the s3 or ultra valves. A total of 310 patients (155 ultra and 155 s3). All patients were discussed by the multidisciplinary heart team and determined to be eligible for transfemoral tavr. Data were acquired during routine visits at the outpatient clinic, review of hospital records, contact of primary care physician, or direct contact of the patients or their family members and collected in an institutional database. This complaint is for 7 patients who experienced a conduction disorder requiring a permanent pacemaker. Additional details of these events are not available, including the exact cause of the conduction disorder that contributed to the placement of the ppm(s) and the time of the event.